Manufacturer narrative:
Based on the results of the investigation, the cause of the malfunction scratch on the acoustic lens was traced to be component failure, and the cause of the malfunction foreign material on the forceps elevator wire could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material on the forceps elevator wire and a scratch on the acoustic lens. There was no patient involvement.